Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a short battery life. The customer was unable to check the alarm history. The customer attempted to insert three to four batteries but the display remained blank. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected blank display anomalies noted during testing. No anomalies noted while navigating to the alarm history screen. Monitored for a week with no hot battery anomalies noted during testing. The power management graph was in specification. Device received with high sleep current measurement, active current measurement and multiple unexpected low battery alerts were present in the format history file due to severe corrosion on vibrator motor assembly. Device received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, severely peeled endcap address label and corrosion in battery tube.